Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ping meter remote was not working due to an error 5 message. Per the onetouch ping meter remote owner's manual an error 5 message may mean the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter stated, the alleged issue began on (B)(6) 2011 at approximately 9:34am. The patient reportedly manages his diabetes using insulin pump therapy (unknown type and dose). The reporter claimed that when the patient was unable to check his blood glucose levels on the subject meter, he was experiencing symptoms of "aching, and nausea" immediately before the alleged issue began. The reporter denied that the patient received any medical treatment for his symptoms. At the time of troubleshooting, the cca noted that testing process was correct; the subject test strips appeared to draw in the blood sample completely. The issue was not resolved when a test was attempted with the cca's troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because, the error 5 issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (11/07/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.